Manufacturer narrative:
The automated impella controller (aic) device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant in the EU reported the automated impella controller (aic) showed 'controller failure' alarms prompting unit to be exchanged for another console. There was no reported patient harm.

Manufacturer narrative:
The investigation for reported console (aic) "controller failure" alarm has been completed. The aic was returned for evaluation. The controller alarm could not be reproduced while running an optical pump. There was no issue with the console. Data logs were reviewed which confirmed the reported failure. Therefore, the root cause of the controller error was due to an aic software issue.